Event description:
The international customer reported the ventilator alarmed due to high oxygen supply pressure during pre-use preparation. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental if this type of event occurs during patient use. The customer reported the hospital oxygen supply in use measured 110 psig. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. The manufacturers service technician reported during testing of the device there were no faults found. This event is being reported as user error.